Event description:
It was reported via clinical trial patient (B)(6) experience, other troublesome symptom that may be related to the linx device and/or linx procedure. The event was not related to the study device.

Manufacturer narrative:
(B)(4) date sent: 3/4/2026 b3: unknown; captured as awareness date. Investigation summary according to the information received, other troublesome symptom that may be related to the linx device and/or linx procedure. (Unk linx magnetic implant) an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 27815, and no non-conformances were identified. Additional information received: what was the medical treatment received? ER visit - not associated with linx or linx procedure was the ¿medical treatment¿ just a schedule post-surgical follow up? No if the medical treatment was medication, was the medication doctor prescribed? Not applicable was the medication only over the counter medication? Not applicable here is a narrative from the site: the patient was diagnosed with pancreatitis in the ER. She was sent home with phenergan and hydrocodone for nausea and abd. Pain. Her symptoms have resolved. Dr. Does not feel this is related to linx or surgery. Start date: (B)(6) 2026 alert date: (B)(6) 2026 country of event: ous model: lxmc16 device lot number: 27815 date of surgery: (B)(6) 2021 adverse event term: dysphagia. Patient details patient identifier: (please refer to the attached mail) site country name: (please refer to the attached mail) sex: (please refer to the attached mail) age (at time of consent): (please refer to the attached mail) additional event details site awareness date: 27 jan 2026 end date: blank severity: moderate is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: blank relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no dilation performed: yes indicate type of dilation? Pneumatic date of dilation: (B)(6) 2025 diagnostic intervention: no diagnostic imaging: no drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: recovering/resolving according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No start date: (B)(6) 2026 - (B)(6) 2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.